Manufacturer narrative:
Failure analysis revealed that no button error alarm. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading is 186 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time